Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a thoraco/lobectomy procedure, the handle was connected with the reload and was attempted to be fired in the thoracic cavity. However, the device was unable to be fired. It was noted that the green button was able to be pressed but the handle was unable to be squeezed. The handle was replaced and that several units of cartridge were able to be fired without problems, but again the event that the device was unable to be fired occurred similarly. The procedure was completed with replacing with a new device. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a thoraco/lobectomy procedure, the handle was connected with the reload and was attempted to be fired in the thoracic cavity. However, the device was unable to be fired. It was noted that the green button was able to be pressed but the handle was unable to be squeezed. The handle was replaced and that several units of cartridge were able to be fired without problems, but again the event that the device was unable to be fired occurred similarly. The procedure was completed with replacing with a new device. The surgical time was extended by less than 30 min.